Manufacturer narrative:
At the event the system automatically switched to degraded mode, backup fluoroscopy mode, as expected error handling process. As the result, display monitors went blank in order to be performed backup fluoroscopy by operator. The system was restarted by "partial reset" which was required the operation reported as "pressing ctl-alt-del". So, it is believed that this case is appropriate degraded mode operation when expected error handling process occurs.

Event description:
It was reported that during a procedure while the patient had a balloon cath in the artery, a grainy fluoro image occurred. The doctor attempted to fluoro again and the display monitors went blank. The third attempt to fluoro or x-ray resulted in no activity but the technician noticed the message 'restart system" by pressing ctl-alt-del, displayed on the primary console monitor. The operator did as instructed and the system restarted normally. The exam in progress was completed successfully. Patient was not harmed.